Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported fluid leaked from the t-connector when drawing blood from the patient. The t-connector was replaced, flushed and remicade infusion started. A few minutes after starting the remicade, leakage was noticed. The second t-connector was replaced and the infusion restarted without any leakage. There was no report of patient harm or medical intervention. No further patient/event information was provided.